Event description:
The patient was charging more than expected, every 2-3 days, though she wasn't losing therapy. It was discovered later that the lead migrated upward from t7-t8 to t5-t6. A lead revision surgery was being planned.

Manufacturer narrative:
(B) (4).